Manufacturer narrative:
System components: reservoir: model- 72404310, lot sn- (B)(4).

Event description:
It was reported that the patient had a revision surgery to replace the inflatable penile prosthesis (ipp) device due to inflation issues. The problem was solved by moving the tube and pump, but no device was explanted. Two months later, the patient is experiencing inflation issues with the same device and a revision surgery will be scheduled to replace the ipp. No patient complications were reported in relation to this event.